Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs replaced to address the issue. There was evidence of contamination. The oxygen blender gasket, filter dt kit, oxygen blender mixing element kit, oxygen blender flow element kit, motor blower assembly kit and flow sensor assembly needs replaced, as they were contaminated. Also, the keypad and handle o-rings are damaged. Whisper cap is missing, and pollen filter needs replaced due to preventive maintenance.